Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument coating missing in certain areas by jaws. Orange visible past tip accessory cover portion. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed and exhibits scratch marks/abrasions on the brown section of the tube 0.2190¿ x 0.0290¿. There were not any material missing. The complaint was confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.